Manufacturer narrative:
(B)(4) investigation result: a visual examination of the returned complaint device found that the balloon and catheter did not have any visual defects and was in a good condition. Functional evaluation was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to pinholes located at the distal shoulders of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device, such as the manner in which the device was handled and manipulated, the amount of strength applied to the device, and/or the interaction between the scope and device, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloon devices being used during the same procedure. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloon were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an attempt was made to inflate the balloon; however, it would not stay inflated due to a hole. The same issue was noted on the second balloon. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.